Event description:
The patient stated that about 6 or 7 v-go 40 devices that have started to come off after only about 1 - 2 hours of applying the device. Patient stated that the application site is properly prepared prior to applying the v-go 40 device and that there is no interference with clothing.